Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-05676. It was reported the patient was dissatisfied with stimulation. As such, surgical intervention was undertaken on (B)(6) 2018 to explant the system.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-05676 . Follow-up identified the patient experienced ineffective stimulation from the system.

Manufacturer narrative:
As received, octrode lead was too damaged to be electrically tested. No root cause was identified for the reported issue.